Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose with threshold suspend. Troubleshooting for sensor glucose and blood glucose was performed. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 89 mg/dl. Customer¿s sensor glucose level was 40 mg/dl. The sensor glucose and blood glucose readings have been off by 49 points. Customer was advised a replacement sensor would be sent out.